Event description:
On (B)(6) 2010, I had total knee replacement of the left knee. The physician implanted a biomet vanguard cr in late 2011, I started experiencing problems with stiffness, knee popping, pain, swelling, and knee locking. After several months of complaining, I was referred to an orthopedic surgeon in (B)(6) 2011. Upon exam and x-rays, on (B)(6) 2012, a bone scan was requested. On (B)(6) 2012, the left knee was manipulated. This did not eliminate my previous symptoms of stiffness, swelling, excessive pain and knee locking. Also, underwent physical therapy (numerous sessions). Finally, on (B)(6) 2013, knee revision surgery was performed. The medical stated loosening of femoral component and part failed. The physician informed my family that when the opened the knee, the patella literally fell out. My physician states he cannot contribute this failure to the knee although it was part of the knee. The original surgeons report reflects biomet had a rep in the room; therefore. I do not contribute problems to the original surgeons report reflects biomet had a rep in the room; therefore, I do not contribute my problems to the original surgeon but to the part itself. I am on a cane permanently because of my instability, pain, swelling, weakness, and stiffness. My range of motion goes up and down. I cannot site for prolonged periods of time without experiencing extreme stiffness and pain. After numerous weeks of physical therapy, the knee was and continues to be 1 cm larger than the right knee. I have used prescribed gels, antihistamines, etc., in hopes of reducing the swelling in this knee. Previously experienced problems of a discharge in this knee; the last being in (B)(6) 2014. My physical therapist and physician both informed me that I will have permanent gait in my walk along with the instability. I have a scooter along with the walking cane to use because of the instability, weakness, pain, and stiffness in my knee. My physician stated on my hosp records that the part failed but he cannot contribute the problem to the knee. This is confusing because the failed part is a part of the total knee.